Event description:
It was reported to medtronic minimed that the customer experienced discrepancy between sensor glucose value and blood glucose value, change sensor alert, sensor updating alert, calibration not accepted and hyperglycemia. The event involved product(s) mmt-7040ma, mmt-1884l, mmt-397a, mmt-7040b, mmt-332a. Troubleshooting was performed. Customer was reporting two instances of discrepancies between sensor glucose of 80 mg/dl and blood glucose of 133 mg/dl and sensor glucose of 117 mg/dl and blood glucose of 214 mg/dl. The customer reported that the value difference was not within target range. No further patient complications were reported. Product return requested for mmt-7040ma. Customer declined to return or unable to return. No product return is required for mmt-1884l. No product return is required for mmt-397a. No product return is required for mmt-7040b. No product return is required for mmt-332a.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.